Manufacturer narrative:
Age at time of event: 18 years of age or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The omega stent was introduced and significant resistance was encountered due to severe lesion calcification. The device was removed and the tip of the stent was deformed. The procedure was completed with another of the same device and the patient's condition was stable.